Event description:
Customer reported being hospitalized for low blood glucose levels. Customer stated that low blood glucose levels came from bolusing too much insulin. Customer had high blood glucose levels the night prior to hospitalization and overbolused to treat high blood glucose levels. Troubleshooting performed and pump appeared to be operating as designed.